Event description:
It was reported that the customer's insulin pump had cracks in it. It was also stated that some of the records were missing from the insulin pump when it was downloaded to the corresponding software. The patient's blood glucose was 107 mg/dl. The physical damage was stated to include cracks outside of the reservoir compartment and near the battery cap. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had multiple alarms in the alarm history screen. The alarms were due to corrupted history file. The insulin pump was unable to download to carelink pro due to the corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).